Manufacturer narrative:
Customer care attempted to contact the user on multiple occasions to obtain additional information and complete documentation; however, the user could not be reached. Based on the available information, the event was not related to the device thus does not require further investigation.

Event description:
On march 21, 2026, senseonics was made aware that the user reported undergoing a surgical procedure related to cancer. The user stated that the hospitalization and procedure were not related to diabetes, glucose measurements, or use of the eversense system.